Manufacturer narrative:
The implant remains in the patient. Neither the identifying part nor lot number were provided; therefore, the device history records could not be reviewed. Radiographs were not provided to confirm the event. Based on the information provided, a root cause could not be determined. Labeling review: possible adverse effects: the following complications and adverse reactions have been shown to occur with the use of similar spinal instrumentation. These effects and any other known by the surgeon must be discussed with the patient preoperatively. 1. Initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
On (B)(6) 2021, a patient underwent a posterior spinal instrumentation and fusion at t-10- pelvis with multilevel interbodies including a transforaminal lumber interbody fusion at l5-s1. Around 3 months postoperatively, radiographs revealed a right iliac screw and left screw haloing. The patient reported right low back pain. There was gradual resolution with no revision. A CT demonstrated fusion at l5-s1. The surgeon is continuing to monitor the patient.